Event description:
It was reported that the device was implanted in 2007 and that the pt was revised in early 2009, due to pain.

Manufacturer narrative:
Evaluation summary: cause of the pain which lead to a revision cannot be determined. The implant appears to have some bone ingrowth based on the photos provided. No product was returned. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive info be received, the complaint will be reopened. Zimmer, inc considers the investigation closed.